Event description:
It was reported that throught the 7f arteriotomy an 8f angio-seal sts plus was deployed post procedure. Four hours later the pt was diagnosed with a retroperitoneal bleed. The pt's hematocrit was 15. The pt's condition deteriorated; the pt arrested and aspirated, which developed into aspiration pneumonia. The pt was intubated and given blood products. The next day, the physician performed surgery to repair the continuous bleed. The pt was recovering. The anchor was described as broken and bent in half.